Event description:
It was reported that left ventricular (lv) lead thresholds rose to what was described as a high range in the weeks following implant. The lead was capped and replaced fourteen months post-implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.